Event description:
It was reported that noise was observed on stored egm. High impedance and externalized conductors were also noted. The noise was reproduced on both channels. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the anomaly reported in the field. The lead was returned in two pieces. External insulation abrasions were found in multiple locations between 11.1 to 37.8cm from the distal tip, consistent with friction to another device. One of re cable was abraded and the inner coil was visible. This damage could cause the reported noise anomaly. External insulation abrasions were found between 15.2 and 19.5cm from connector pin due to friction to ICD can.